Manufacturer narrative:
Additional information received from the local field representative indicated that the programming recommendations were communicated to the patient's clinic. The patient had not yet been back into the clinic for the programming changes. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered due to a high pacing impedance measurement with this pacemaker and another manufacturer's right atrial (ra) lead. There was also noise and oversensing noted on some stored atrial tachy response (atr) events from approximately six months prior. Boston scientific technical services (ts) recommended programming the lss off and the sensor related to minute ventilation. It was also recommended to change the lead configuration to bipolar sensing and unipolar pacing. No adverse patient effects were reported.